Event description:
The international customer reported that the ventilator was alarming due to a blower temperature high occurrence. The customer reported the unit was not in use on patient. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The service tech replaced the blower to address the reported problem.